Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 30mg/ml via an implantable pump. It was reported that the healthcare provider stated that they were doing a refill today on a patient¿s pump and noticed the drug metrology was programmed to mcg/ml and should have been mg/ml. Per the reporter, the actual numbers are not changing and are programmed to mg/ml and mg/day. It was reviewed the pump recognized and runs based on the numbers programmed to the pump. If they are accurate they can change the metrology to reflect accurately and it would will prompt a bridge bolus but this is not needed.